Event description:
There is a return of symptoms on the right side; movements are not as quick as the left side. Stimulation cannot be adjusted; the device does not appear to be on. The pt is presently in the hospital for a wound in the foot (unspecified). A follow-up report will be sent when additional information is received.

Manufacturer narrative:
(B) (4).